Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# j0425076v, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported they were weak, forgetting things, and too sick to make it to the bathroom. Other symptoms included not seeing straight and a loss of therapy. The patient indicated that it started about a year a half 2 years or unknown. The patient had the device for a long time and her incontinence symptoms have gotten worse over the last couple of years but at the same time had clostridium difficile (c-diff).the patient has been in the nursing homes because she just got real weak. The indications for uses for this patient were urinary dysfunction/sacral nerve stimulation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. Omitted related events: burst colon, pump issue, unrelated surgeries (see original rd rationale). Additional information received from the consumer reported that the circumstances that led to the event was that the implant was turned off; it was noted that the device was "probably" off at the time of one of the surgeries. The patient programmer would not connect with device since she received programmer and noted it was showing a blank screen. The patient was reportedly scheduled to have surgery on (B)(6) 2016 to check placement of the wires, to determine if they are in the right place for her bowel issues. The issue is not yet resolved. Additional information received from the health care provider (hcp) reported a lead revision and an implantable neurostimulator were performed on (B)(6) 2015 due to a lack of effect. No malfunctions or abnormalities were noted. The patient reportedly lost a lot of weight and it was thought that the lead may have moved for that reason.